Manufacturer narrative:
One cutter was rec'd w/o the original packaging. The lot number cannot be determined or verified. The needle was slightly bent as rec'd but otherwise passed visual inspection. No air leakage at the drive connector to body joint was observed using soap bubbles or a flowmeter when a 23 psig static pressure was applied to the cutter drive tubing. Air bubble leakage at the drive connection increased to the maximum 63 sccm limit of the flowmeter when the drive tubing was pulled from side to side, and the dampener popped out after flexing the drive tubing multiple times. The dampener and barb connector were pushed back into the cap in order to complete the tissue cutting test. The cutter passed tissue cutting tests at 60, 1000 and 5000 cpm on stellaris pc with 250 mmhg aspiration. The cutter cut acceptably for 10 mins w/o interruption at 5000 cpm and 250 mmhg aspiration. The sterilization and lot history records were reviewed and found to be acceptable. This vitrectomy cutter is manufactured by midlabs. The MFR has been contacted. Investigation is ongoing. Report 1 of 2.

Event description:
A report was rec'd from a user facility in the USA stating: "the cutter did not work during surgery." Another vitrectomy cutter from the same lot was used to complete the procedure. There was no serious injury or report of permanent impairment reported related to the event.